Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported no vision on the right eye of the surgeon side console (ssc). The procedure was aborted with no reported injury. Isi made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting no vision in the right eye of the ssc, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found the right lcd monitor faulty and replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and found to have no vision on the right eye of the ssc. During an in-house testing a visual inspection showed that the screen was in good condition. The unit was installed onto the printed circuit assembly (pca) system, and the image became black immediately. The complaint regarding the right eye image issue was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.